Event description:
Following the information provided the bed drove off by itself and damaged door in the room. The technician turned around to make room for the bed at the place where it should be left for handover. The technician heard the bed accelerate, and when he looked around the corner, it had already driven into the opposite door. No patient was involved. No injury was sustained.

Manufacturer narrative:
The investigation is in progress. The conclusions will be provided within the follow-up report once the investigation is completed.

Event description:
Following the information provided the bed drove off by itself and damaged door in the ward. Before the incident the technician turned around to make room for the bed at the place where it should be left for handover. The technician heard the bed accelerate, and when he looked around the corner, it had already driven into the opposite door. The floor is confirmed to be even, there is no inclination. No patient was involved. No injury was sustained.

Manufacturer narrative:
The evaluation performed by the arjo technician revealed that the indigo module (intuitive drive assist) was shifted on the frame, in a way that its position in relation to the brake attachment point changed comparing to the original distance (550 mm instead of 560; 575 instead of 560 on the other side). As a result, the magnet responsible for activation of the module could have lost contact with the sensor, therefore the device wrongly recognized the position of brake pedal, which resulted in activation of the indigo module. The position of the indigo module on the frame was corrected and correct bed functionality was confirmed. It is unknown what caused the shift of the module. Arjo device failed to meet its performance specification since indigo module was moved from its original position on the frame. The device was not used for a patient treatment when the failure occurred. This complaint is deemed reportable due to unintended activation of the indigo module.